Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal missing. There was no evidence of the error found in the event history log. The customer reported problem was not verified/duplicated at power up. During power up however, the investigation found a constant alarm/error code 46181 in the device. It was recommended replacing the downstream occlusion sensor as preventative measure and the main board due to error code. The cause of the reported problem was not verified. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had failed calibration. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.